Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing facial nerve stimulation. Programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient is reportedly still experiencing facial nerve stimulation with the newly implanted device. The external visual inspection of the device revealed a slice on the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.